Event description:
No new information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted h4 - device manufactured date, which was transposed on the previous report. The correct date is 10/18/2024.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was feeling was stiff, and injection was not possible the issue occurred a therapeutic endoscopic mucosal resection procedure. The procedure was completed by replacing the product with a same one. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 & h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.